Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial# unknown, product type extension; product ID neu _unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
It was reported intra-operative the doctor was unable to connect a primary cell implantable neurostimulator (ins) to a single prong ins. It was stated a pocket adaptor would be needed. It was noted the patient was open on the table with no conversion. It was stated the ins was replaced due to normal battery depletion.